Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2011 and mesh was used. The patient returned to the facility due to complication. On (B)(6) 2011 a second procedure was performed and the suture pulled through the mesh and left holes in the mesh. The mesh was removed and discarded.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.